Manufacturer narrative:
Additional narrative: it was further reported that the device triggers were sticking and device was covered in a sticky substance. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device lock-slides were frozen and could not attach battery casings.. Therefore, the reported condition was confirmed. It was further reported that the coupling lever was frozen. The assignable root cause was determined to be due to improper cleaning/care and user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed the small battery drive device was not working properly. During in-house engineering evaluation, it was observed that the lock-slides were frozen, could not attach battery casing devices, and coupling lever was frozen. There were no delays in the surgical procedure as identical spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.